Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure the tip of the guidewire broke off. The procedure was completed with a different guidewire with no patient complications. The patient's condition has been described as stable. The site has stated there is no additional information available concerning this event.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure the tip of the guidewire broke off. The procedure was completed with a different guidewire with no patient complications. The patient's condition has been described as stable. The site has stated there is no additional information available concerning this event.

Manufacturer narrative:
Device presents the pebax section detached/separated exposing the tip of the core wire. No evidence of corewire fractured. The ptfe jacket did not present any anomaly. It was found the presence of estane residues therefore the it indicates the pebax was properly attached to the corewire. Circumstances under the procedure were performed cannot be determined based on the information available. Therefore, the most probable root cause will be documented as ¿undeterminable¿. A DHR (device history record) review was performed and no deviation was found. Labeling review was performed and no anomalies were found. Similar complaint trend review performed and no other complaints reported for lot number 15028191.

Manufacturer narrative:
(B)(4) for the reported event of tip detachment. The complainant indicated that the device will be returned for evaluation, however, it has not been received; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.